Event description:
It was reported to the MFR that the vns pt's device could not be interrogated at an office visit. Troubleshooting did not resolve the reported event. The pt's generator is suspected to be at end of service. There may have been trauma or manipulation to the device site that contributed to the device site according to the pt's caregiver. Good faith attempts to obtain additional info have been unsuccessful to date.